Manufacturer narrative:
The manufacturer made several attempts to follow-up for further information but no further information is available at this time due to the war presently on going in armenia. At this time based on the information available there is no identification of the type of event, patient factors or adverse harm, or device related information. Because no information is available the root cause cannot be established at this time.

Manufacturer narrative:
Disposition unknown.

Event description:
On (B)(6) 2009 a patient received a carbomedics standard m7-021 mechanical heart valve implant as part of an avr. The manufacturer was notified that the device was explanted on (B)(6) 2020 and replaced with a carbomedics standard m7-027. No further information was received.